Manufacturer narrative:
Therapy cable. Medtronic evaluated the device and observed that the defibrillator could not be charged or discharged, because the therapy cable would not seat completely in the device's therapy connector. Further inspection observed that the therapy cable connector's locking ring was broken and also damage to the device's therapy connector. Although the device's standard paddles set was not used during the reported incident, an inspection of the set observed bent low voltage pins that might have contributed to the damage observed on the device's therapy connector. The therapy cable, therapy connector and standard paddles were replaced and then proper operation observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Emergency department personnel responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. According to the reporter, the device would not deliver a shock to the patient. A backup device was called for and used successfully with the same defib pads. The patient was resuscitated.